Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level exceeded 500 mg/dl at the time of the event, which was considered high. To address the situation, the customer administered a correction injection using a manual method and replaced the infusion set and cartridge to resume insulin delivery. There was no need for third-party assistance. The customer was advised to contact support for recurring occlusion issues,